Event description:
Approximately five months post-operatively, the patient reported experiencing pain. Imaging confirmed two screws in the multilevel pedicle screw construct were broken. A procedure was performed successfully to remove the screws.

Manufacturer narrative:
The device was not available for evaluation.